Manufacturer narrative:
The field service engineer (fse) replaced the sample probe and performed adjustments. Precision testing was performed with passing results. Calibration was last performed on (B)(6) 2022 with acceptable results. No issues were identified during a review of the alarm trace data. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant high results for 3 patient samples tested for tina-quant hemoglobin a1cdx gen. 3 (a1cx3) on a cobas c513 analyzer commercial system. Patient 1 initial result was 27.37%. The repeat results were 5.54% and 5.58%. Patient 2 initial result was 24.40%. The repeat results were 5.92% and 5.95%. Patient 3 initial result was 24.90%. The repeat results were 5.61% and 5.60%. The customer repeated the samples as the initial results were "very high." The repeat results were believed to be correct. No questionable results were reported outside of the laboratory. The a1cx3 reagent lot number was 59191001 with an expiration date of 31-mar-2023.